Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  during implant, placement difficulty was noted on the pacing lead. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.